Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and the pod needle was never deployed. This indicates a needle mechanism failure; the pod was not worn due to this issue. No impact to blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 47 pulses delivered, only completing first prime. No timeouts or drive stalls were observed in the data. Because the pod was deactivated before second prime could begin, the pod did not deploy as expected. No problems were found to contribute to the reported needle mechanism failure. The pod was observed to be functioning as intended.